Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 15.1-15.2cm, 23.9- 24.1cm, and 34.5-35.2cm from the distal tip electrode, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were found at 11.6-14.1cm from the distal tip electrode. Internal insulation abrasion was found at 10.8-11.4cm, 12.2- 12.8cm, and 18.7-19.2cm from the d distal tip electrode. The etfe coating was intact at all abrasion locations.

Event description:
It was reported that the patient presented to or for device changeout due to normal eri. Via diagnostic imaging externalized conductors were noted. Increased capture threshold was detected during electrical testing. The lead was explanted and replaced.